Manufacturer narrative:
Physio-control evaluated the removed user interface pcb assembly and system controller pcb assembly. Physio-control determined that the cause of the reported issue was due to a failure of the user interface pcb assembly. No failure could be observed for the system controller pcb assembly. Further root cause could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the user interface pcb assembly and the system controller pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device had its service led illuminated. When the device was powered on the device's display turned white, which is indicative for a device lock-up. The device had logged multiple event codes into its memory. There was no patient use associated with the reported event.